Manufacturer narrative:
Based on the damage found on the returned wraps and information gathered during interviews, the most probable root cause of this event is in the equipment category, mechanical failure and method is considered a contributor. A blown cell was caused by brine leakage due to air in the line. Batches t26686 (muscle & joint), t26691 (menstrual) and t26693 (menstrual) were manufactured consecutively from 27aug to 07sep2017 on m line. Batches t26686 (muscle & joint) and t26693 (menstrual) had previously cell leakage complaint investigation with the same root cause (refer to (B)(4)). Examination of the unsealed areas found that the defect was caused by chemistry and brine mix being outside of the cells; thus, preventing sealing of the bottom and upper sheet. The unsealed area is translucent indicating that it was not stray chemistry. The area appears to have been left unsealed due to the brine being in the area around the cells preventing them from sealing. This incident impacted one row of cells causing the cell edges to not properly seal because of the presence of brine. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Investigation (B)(4) t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells damaged/leaking was conducted for the same sub-class. This batch t26691 was reviewed at aqrt and the outcome determination was to recall the four batches (t26691, t26693, and t26686 & s68516) per investigation (B)(4).

Event description:
Event verbatim (preferred term) the black in the middle is coming out, it looks like little rocks (device leakage). Case narrative:the initial case was missing the following minimum criteria: no adverse event, product complaint only. Upon receipt of follow-up information on 24oct2018, this case now contains all required information to be considered valid. This is a spontaneous report from a contactable consumer or other non hcp. A female patient of an unspecified age started to use thermacare heatwrap (thermacare menstrual) (device lot number t26691, expiration date jul2020) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported she purchased a 3 count of the menstrual heatwraps. She used the first 2 already. She noticed that 1 is damaged and she did not use the damaged one. The patient clarified that the black in the middle is coming out and it looks like little rocks. She discarded the box and she only has the wrapper and the heatwrap. She did not notice any damage to the seal. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. Based on the damage found on the returned wraps and information gathered during interviews, the most probable root cause of this event is in the equipment category, mechanical failure and method is considered a contributor. A blown cell was caused by brine leakage due to air in the line. Batches t26686 (muscle & joint), t26691 (menstrual) and t26693 (menstrual) were manufactured consecutively from 27aug to 07sep2017 on m line. Batches t26686 (muscle & joint) and t26693 (menstrual) had previously cell leakage complaint investigation with the same root cause (refer to (B)(4)). Examination of the unsealed areas found that the defect was caused by chemistry and brine mix being outside of the cells; thus, preventing sealing of the bottom and upper sheet. The unsealed area is translucent indicating that it was not stray chemistry. The area appears to have been left unsealed due to the brine being in the area around the cells preventing them from sealing. This incident impacted one row of cells causing the cell edges to not properly seal because of the presence of brine. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Investigation (B)(4) t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells damaged/leaking was conducted for the same sub-class. This batch t26691 was reviewed at aqrt and the outcome determination was to recall the four batches (t26691, t26693, and t26686 & s68516) per investigation (B)(4). Follow-up (24oct2018): new information received from product quality complaints (pqc) group included: product quality investigation results. This follow-up report is being submitted as a reportable device malfunction MDR. No follow-up attempts are needed. No further information is expected. Company clinical evaluation comment: the above referenced lot number t26691 was recalled on 02oct2018. Subsequent to the conclusion of a manufacturing investigation, pfizer initiated a voluntary recall of 6 lots (s68516, t26686, t26691, t26693, 8054ha, 8054hb) due to a potential for device leakage of the ingredients contained in the heat wrap that could result in serious skin-related events, including burn. These 6 lots were distributed in the united states with expiry dates of either july or august 2020., comment: the above referenced lot number t26691 was recalled on 02oct2018. Subsequent to the conclusion of a manufacturing investigation, pfizer initiated a voluntary recall of 6 lots (s68516, t26686, t26691, t26693, 8054ha, 8054hb) due to a potential for device leakage of the ingredients contained in the heat wrap that could result in serious skin-related events, including burn. These 6 lots were distributed in the united states with expiry dates of either july or august 2020.